Manufacturer narrative:
(B)(4), the initial importer and private-label distributor of medichoice® instant cold compress, cwd903, received a form FDA 3500a report from the FDA on 08/09/2016. At the time of complaint receipt, (B)(4) opened an internal complaint (B)(4). (B)(4) reviewed the complaint database and determined this was the first issue of this type on this product. The supplier was contacted and sent the event description and completed their own investigation. The manufacturer evaluated their retained samples and complaint history records. There was no indication during manufacturing of deviation in product's performance and no similar events reported at this manufacturer.

Event description:
(B)(4), the initial importer and private-label distributor of medichoice instant cold compress, cwd903, received a form FDA 3500a report from the FDA on 08/09/2016. In the report, the end user stated that the use of multiple medichoice instant cold compresses resulted in a case of second degree frostbite. The use of the compresses was to provide cold therapy for temperature reduction of the patient. The uf/importer report, # (B)(4), provides additional details concerning the condition of the patient at the time of the application and the use of the compresses.